Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Preliminary log file analysis revealed the involvement of bat510467 in power switching incidental findings. For this reason, the device was added to the complaint file. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat510467/1650de/expiration date: 01/31/2018. (B)(4).

Manufacturer narrative:
Product event summary: controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Review of the controller and non-returned battery¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed a loose power port 1 and power port 2 connector, however, this is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching events due communication errors involving (B)(4). The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Additional device(s): battery / (B)(4) / model # 1650de / exp. Date: 31jul2017 device available for evaluation: yes, : device evaluated by manufacturer: yes, mfg. Date: 31jul2016, labeled for single use: no. Battery / (B)(4) / model # 1650de / exp. Date: 31aug2017, device available for evaluation: yes, device evaluated by manufacturer: yes, mfg. Date: 31aug2016, labeled for single use: no. Battery / (B)(4) / model # 1650de / exp. Date: 31jan2018, device available for evaluation: yes, device evaluated by manufacturer: yes, mfg. Date: 31jan2017, labeled for single use: no. Battery / (B)(4) / model # 1650de / exp. Date: 31jan2018, device available for evaluation: yes. Device evaluated by manufacturer: yes, mfg. Date: 31jan2017, labeled for single use: no. Battery / (B)(4) / model # 1650de / exp. Date: 31jan2018, device available for evaluation: no, device evaluated by manufacturer: yes, mfg. Date: 31jan2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bat220747 - battery / catalog number 1650de / expiration date 07/31/2017; di #: di#: (B)(4); device available for evaluation? No; device evaluated by MFR? No, not returned to manufacturer; labeled for single use? No; (B)(4). Bat221623 - battery / catalog number 1650de / expiration date 08/31/2017; di #: di#: (B)(4); device available for evaluation? No; device evaluated by MFR? No, not returned to manufacturer; labeled for single use? No; (B)(4). Bat510489 - battery / catalog number 1650de / expiration date 01/31/2018; di #: di#: (B)(4); device available for evaluation? No; device evaluated by MFR? No, not returned to manufacturer; labeled for single use? No; (B)(4). Bat203322 - battery / catalog number 1650de / expiration date 12/31/2015; di #: di#: (B)(4); device available for evaluation? No; device evaluated by MFR? No, not returned to manufacturer; labeled for single use? No; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Hold for lawrence 4.15.2021

Manufacturer narrative:
Additional devices involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that power switching had occurred.  The controller and batteries were exchanged.  No patient complications have been reported as a result of this event.